Event description:
It was reported that the patient, who was implanted in (B)(6), has not received benefit from the device. Surgery is scheduled for re-implantation on (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.